Event description:
It was reported that a homechoice automated pd set with cassette leaked. This occurred during peritoneal dialysis with a homechoice device. The patient stated that the gray membrane inside the door was wet. The therapy was discontinued prior to completion of two full cycles. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. This device was visually inspected, leak tested, clear passage tested, clamp function tested, and simulated use testing. The reported condition was unable to be confirmed with the provided information, as the device performed within product specifications. Should additional relevant information become available, a supplemental report will be submitted.